Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smart assist system. Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and experienced bleeding and a stroke. The patient exsanguinated a large amount of blood during procedure. The physician is unsure of where the issue occurred (peel away membrane or sheath itself). Significant resistance and/or catching into vasculature was noted. An attempt was made to use short 14 french dilator on its own but then transitioned to serial dilations after resistance was met. The patient was given six units of packed red blood cells. The following day, hemoglobin and hematocrit had stabilized post the transfusion. Additionally, it was noted, a computed tomography scan of the head revealed possible infratentorial hemorrhage versus left old infarct and neurology consult was made with a plan to hold systemic anticoagulation. Assessment with sedation was paused. The patient was reported to be stable following the event. One day prior to planned explant of the impella cp, the patient was noted to be doing well. The patient was successfully weaned and the device was explanted without incident.

Manufacturer narrative:
The investigation of access site bleeding and stroke/cva has been completed. Data logs are not relevant to the complication. The 7 fr companion sheath was not returned for investigation. The returned 14 fr introducer was investigated and there were no visual abnormalities. Additionally, it was put through a leak reproduction test and held pressure up to 275 mmhg without leaking. Based on limited clinical details and no abnormalities with returned product, the root cause of the access site bleed could not be determined. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.